Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that there was damage in the area where the cartridge is loaded, causing the customer difficulty with loading cartridges intermittently. Reportedly, the cartridge did not fit flush within the pump housing. Blood glucose level ranged from 150-250 (mg/dl). Reportedly, the customer continued using the pump for insulin therapy.